Event description:
It was reported that the patient presented in the emergency room experiencing bradycardia. Upon review, it was noted that the right ventricular (rv) lead exhibited failure to capture. On 15 apr 2024, the lead was capped and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead also exhibited a fracture.